Event description:
The customer reported loss of communication between the panorama telepacks and the panorama central station, resulting in a possible loss of ambulatory telemetry monitoring. No patient injury was reported.